Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on the pdf the ventricular sensing histogram is displayed doubled (100% and 100% one above the other).

Event description:
Reportedly, on the pdf the ventricular sensing histogram is displayed doubled (100% and 100% one above the other).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation outcome: the observed behavior of double displaying of 100% in the pace/sense histogram on the pdf report can be explained as followed: the first (upper) 100% are indicating the area which is counted for 100% pacing and sensing, and is marked by the square bracket above. The second (lower) 100% are displaying the percentage of ventricular sensing during the follow-up period. The same phenomenon can be seen on the programmer screen. If the percentage of vs is different from 100%, the visualization is more clear as shown in the picture below. There is no issue with the device or the programmer. It is just a question of visualization of available data.